Event description:
Caller reported aviva system blood glucose results of between 23 mmol/l and 11 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). Absent the device lot number, manufacture date cannot be determined.